Event description:
Hemocue has received a complaint concerning the deviating blood glucose result for the patient in the ER. Hemocue analyzer measured 95 mg/dl and 77 mg/dl on the capillary samples. Lab method on the venous sample gave the result of 40 mg/dl. The lab test was done 30 minutes after the venous draw. No patient impact has been reported.